Event description:
It was reported that immediately after insertion, blood was observed leaking from the one way valve. The iab was exchanged. There were no reported pt complications.

Event description:
It was reported that immediately after insertion, blood was observed leaking from the one way valve. The iab was exchanged. There were no reported pt complications.